Event description:
It was reported that the zimmer dermatome was not cutting correctly. Add'l clinical f/u with the hosp indicated that the donor harvest site had areas of tissue that had been missed and the harvested graft was not a complete piece of tissue.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 11 years old and was last returned to the MFR for repair on (B)(6) 2012. It was determined that the master blade that was out of position and calibration was out of specs at the zero setting. Incorrect positioning of the control bar could have allowed the dermatome to cut incorrectly and led to the reported event. A review of the previous repair report from (B)(6) 2012 indicated that the unit was repaired to spec, with the control bar in the correct blade position. Mishandling on the dermatome could have caused the control bar position to become altered. The cause of the reported issue is most likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.